Manufacturer narrative:
Concomitant medical products: cd2357-40q ICD, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture. Pocket manipulations caused the right atrial (ra) lead impedance to jump to an elevated impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.